Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade not specified" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade not specified.

Event description:
Patient reported left side "implants soft on the outer edges and firmer in the middle" and "one is hard". Healthcare physician reported via dt form "bilateral exchange from textured to smooth due to concern with the product", "capsular contracture, baker grade not specified". Device has been explanted.